Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2010; addr01 ipg, implanted: (B)(6) 2010. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to bacteremia and endocarditis. Cultures were taken and antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.